Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to brain stem hemorrhage. At some time post filter deployment, it was alleged that the entire filter migrated to heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and five months later, dx lumbar spine 2 or 3 views was performed, and the inferior vena cava filter was noted. Approximately three years and four months later, computed tomography (CT) revealed that the inferior vena cava filter was in place. No distinct anterior/posterior or medial/lateral tilt. The hook of the filter was positioned 2.9 cm below the lower left renal vein. The distal legs of the filter positioned 2 cm above the confluence of the iliac veins. There was no perforation and no fracture. Therefore, the investigation is inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4. H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to brain stem hemorrhage. At some time post filter deployment, it was alleged that the entire filter migrated to heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.